Event description:
Related manufacturer reference number: 2017865-2022-08129. It was reported that the patient presented for an implant procedure of the atrial lead and right ventricular lead. During the next-morning device check, it was noted that the atrial lead exhibited failure to capture due to suspected lead dislodgement. Both leads exhibited failure to sense. Programming changes were made, and the atrial lead was deactivated. The patient was discharged post-procedure.